Manufacturer narrative:
Per the manufacturer's subsidiary, the end-user received feedback on how to appropriately calibrate the blood parameter module (bpm) and had felt that was the reason for the reported issue. As there was no part returned, further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) partial pressure of oxygen (po2) reading was dropping. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.